Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a routine check, the cs300 intra-aortic balloon pump (iabp) display was not functioning. No patient was involved.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) checked and reset all connection of display but display not working so replaced display controller board (0670-00-0640), video receiver board (0670-00-0736) and cable (0012-00-1059). However distributor has observed battery backup issue and also recommended to replace battery module and safety disk as expired for which quote was submitted but there was no response so far from customer side. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.